Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6)2023. During the procedure, the balloon could not be inflated. The device was then removed from the patient's body and was checked, a leak was noticed from the base of the balloon coming from a small hole. The procedure was completed with a cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.